Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes a labeling machine jammed due to a warped tube cap. No patient impact reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes a labeling machine jammed due to a warped tube cap. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: one customer video was received for review and analysis. After review and analysis of the customer video, a damaged hemogard shield is seen. Therefore, bd is able to confirm disfigured product/component based on the photo and video analysis. Bd in addition, 30 retain samples were visually tested for damaged product/component. 0 of 30 samples failed, all were within specification. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor.